Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device alarmed and paused. The cause was isolated to the compression module. The device was returned back to the customer, unrepaired per customer request.

Event description:
A customer contacted stryker to report that their device had no function. Upon inspection, stryker observed that the device alarmed and paused. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There were no reports of patient use associated with the reported event.